Event description:
A complaint was received from a customer reporting that there was a black spot on the display. It was determined that the black spot obliterated the units display. A request was made to return the instrument for eval and in the meantime a replacement unit was provided.